Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with an unspecified gel breast implant experienced left sided pain, spot on left breast and abnormal difference in left side breast post procedure. Patient also is experiences pain towards her back with achy feeling on left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 1/9/2020. Patient also experienced fatigue and raynaud's syndrome post procedure with 325cc mentor memorygel breast implants. Date of event has been updated and patient's age has been updated. Updated b5 statement: it was reported that a 30-year-old hispanic female patient who underwent primary breast augmentation surgery with 325cc mentor memorygel breast implants experienced fatigue, raynauds syndrome, left sided pain, spot on left breast and abnormal difference in left side breast post procedure. Patient also is experiences pain towards her back with achy feeling on left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/17/2020, it was erroneously omitted to report this: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).